Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the pt's response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the monitor's rear response button was non-functional, which prevented the monitor from activating. The cause for the failure was isolated to a damaged rear response button cable. The cable had an intermittent connection near the push button. The root cause for the damaged response button cable could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.